Event description:
The following information was previously reported in manufacturer report # 3004209178-2013-08109: it was reported the actual residual volume was greater than the expected residual volume. The drug was not leaving the pump. There was a small period of time when the patient may have had withdrawal symptoms. A dye study was done on the date of this report and some dye could be seen spreading out through the intrathecal space. The pump logs showed no motor stalls. The healthcare provider had indicated that there was ¿definitely more in the reservoir than what they expected¿. However per the reporter the only thing he could think of was ¿possibly human error when they refilled the pump¿ or ¿may be¿ the catheter was getting kinked when patient got into a certain position. As of this date, the plan was to monitor the patient and symptoms. The pump was being used to deliver dilaudid and marcaine. Additional information received later reported the health care provider¿s decision was to take no action other than continued monitoring due to the unremarkable results from the dye study. Additional information has been requested, but was not available as of the date of this report. New information received: it was later reported that the cause of the event remained unidentified. The patient had always had higher residual volumes during refill since the pump was implanted; however, the dye study was negative for any catheter occlusions or dislodgement and normal flow was noted via fluoro. Imagine was performed on (B)(6) 2013 and the catheter dye study and pump rotor study were performed on (B)(6) 2013. No alarms or motor stalls were detected. No interventions were required. The patient was doing well at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv) at multiple refills. Specific values for the most recent refill were not provided. The patient's pump was refilled every three months. During the previous refill, three months prior to the report, an alarm had sounded. The low reservoir alarm was set at 2ml. When the nurse pulled drug out of the pump they commented that it was a "significant amount." The reporter stated that 7ml were pulled out and the nurse thought there should have been much less. The nurse indicated that the amount was consistently off at refill and that "these pumps aren't as accurate as the old pumps." The patient was concerned that they were not getting the prescribed amount of medication each day. The patient had been given multiple dose increases and the doctor stated that "you really do have a lot." The patient was to see the doctor on (B)(6) 2012. The device system was used to deliver marcaine and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information indicated that the patient's reservoir volume was "always larger than expected". The pump issue was noted to be "unknown", and the patient's healthcare provider was unaware of any alarm alerts. The patient was noted to have had their reports of volume discrepancies substantiated by the refill pharmacy, where the "reservoir volumes were noted during refills to be above what was expected". No signs and symptoms were reported. The patient was not hospitalized and was without injury. No additional information was available at the time of this submission.